Manufacturer narrative:
The device was returned to olympus and the reported event was confirmed. In addition to the foreign material confirmed in the suction channel, other reportable findings are as follows: the charged coupled device lens had scratches; the image had a partially dark area due to the scratch on the charged coupled device lens; the bending section cover adhesive was broken; the video cable protector was cut off; and there was leakage from the knob. This report is being supplemented to provide additional information provided by the customer.

Event description:
The customer added that the procedure performed was diagnostic and it was completed with no delay using a similar, but different, device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the angulation control knob. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was foreign matter in the suction channel line of the colonovideoscope during a procedure. There was no report of patient harm.

Manufacturer narrative:
The device has not been returned to olympus, but it is expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.